Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the facility raised a concern that the forceps elevator cleaning brush maj-1534 was not used enough which potentially lead to the phenomenon. The event can be detected/prevented by following the instructions for use which state: the processing methods are described in the following chapters. It is possible that phenomenon (1) can be prevented by them. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned and evaluated; and the customer¿s allegation was confirmed due to inadequate cleaning. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to damage on charged coupled device unit, the image had black dots, the bending section cover had discoloration, the adhesive on bending section cover was detached, the light guide protector had a cut, due to damage on charged coupled device unit, the specified resolving power was not obtained, due to damage, the switch one did not work, the scope cover had a scratch, due to wear of angle wire, the bending angle direction did not meet the standard value, the switch one had discoloration, due to clogging of nozzle, the water removal ability did not meet the standard value, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to deformation of forceps lever knob, the water tightness was lost, due to wear of angle wire, the play of upward/downward angulation knob was out of the standard value, there was a chip in adhesive area between acoustic lens and ultrasound probe, the universal cord had a wrinkle, the connecting tube, distal end, the switch box and the grip, all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was not crystal clear on the ultrasound gastrovideoscope. The event was found at reprocessing. There were no reports of patient harm. During the device evaluation, it was found that knob wire had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.